Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was 169 mg/dl. Troubleshoot was performed. Customer stated contacts are neither missing nor damaged and found neither compartment nor spring are damaged or corroded. Customer was unable to continue battery failed alarm. The insulin pump will not be returned for analysis.